Manufacturer narrative:
PMA/105k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K031216. 3191 - animal. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 333 units of this code-batch. There are no units in our stock. We have received one open and used cassette with the date of cassette's opening written: september of 2019. The reception of the cassette was on 10.02.2020, so the cassette has been received after more than 4 months since opening. Thread in the cassette received breaks easily, the thread is degraded. The thread is degraded by hydrolysis because of air humidity, therefore it must be used within 4 months once opened. Remarks: on the cassette label, there is the following indication: once opened, the content of the cassette should be used within 4 months and prior to expiration date. Final conclusion: taking into account that it has been more than 4 months since cassette's opening, the case is considered as not confirmed. Nevertheless, we take note of this incidence and if any closed cassette or a cassette used within the 4 months after opening is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with monoplus violet. The client reports that the thread breaks too easily (easier than usual). There is only one user (veterinarian) who has been familiar with the product for a long time. The cassette was opened in september 2019.